Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The following blood glucose results were taken on aviva meter within 10 minutes: 3:44 pm 156 mg/dl; 3:45 pm 348 mg/dl; 3:46 pm 570 mg/dl; no adverse events reported, replacing and returning meter and test strips.